Manufacturer narrative:
(B)(4). There is no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the hypotension, heart attack, and death. The actual device was not returned to the manufacturer for physical evaluation. The serial number of the cycler in use at the time of the event was not available and as such a device manufacturing records review could not be completed. However, a cycler is not released unless the labeling, material, and process controls were within specification.

Event description:
It was reported by patient¿s peritoneal dialysis registered nurse (pdrn) that peritoneal dialysis patient was hospitalized with low blood pressure on (B)(6) 2017 and expired due to a heart attack on (B)(6) 2017. The patient¿s pdrn reported that the patient did not miss any peritoneal dialysis treatments while hospitalized. The patient¿s pdrn stated that the death was not related to peritoneal dialysis therapy or the cycler. Upon review of the medical records patient had hypotension and bradycardia with a pulse of 44-43 beats per minute when was admitted to the hospital. Patient was seen by a cardiologist on (B)(6) 2017 and was noted to have garbled speech with right diffuse preference and left arm and leg weakness. Following a neurologist consultation the patient was found to have a right middle cerebral artery infarct that was acute. The patient was transferred to the stroke unit of the hospital and was on peritoneal dialysis. The patient was found to have bradycardia with a pulse in the 40¿s but was asymptomatic. The patient was later found to be asystole having no pulse. Cardiopulmonary resuscitation was initiated and the patient was intubated and transferred to the intensive care unit. The patient received vasopressors and the electrocardiogram (EKG) showed st segment elevation. The patient was taken to the cardiac catheterization lab and a stent was placed to the proximal right coronary artery due to a 90% aorta-ostial stenosis. Following the catheterization the patient went into ventricular fibrillation and tachycardia. The patient was administered amiodarone, multiple pressors, bicarbonate, epinephrine and atropine. The patient had a temporary pacemaker placed and give bicarbonate infusion. The patient continued into cardiopulmonary arrest and despite maximum ventilation support expired.